Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was not connected at the time of the alarm. This occurred during priming of peritoneal dialysis therapy. The patient declined for the technical service representative to check the alarm log. The patient reloaded a set and followed setup to complete priming and resume therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.